Manufacturer narrative:
Product ID 8590-1, lot# n161686, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
The patient came to the hospital the day prior to this report with seizures. The patient was admitted. On the date of this report, the reporter stated that she just found out that the patient had a pump. She was ¿assuming it was a spasticity pump because, patient is a quad¿. A few minutes prior to this report, the patient ¿went through a 10-15 minute spell of patient being asleep and couldn¿t get the patient to respond to anyone, to wake him, or stir him up¿. The ¿patient was breathing, but couldn¿t stir¿. The physician came in and was able to get the patient up. The nurse was looking for someone to come and check the patient¿s pump to see if it was working or not. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.